Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction and vessel spasm is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to vessel spasm contributing to coronary occlusion including patient factors and comorbidities. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors and comorbidities not provided may have contributed to the coronary vessel spasm and cardiogenic shock during the tavr procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 26mm sapien 3 valve was deployed in the aortic annulus. After valve deployment, a right coronary artery (rca) occlusion was observed and the patient went into cardiogenic shock. After the initiation of percutaneous cardiopulmonary support (pcps), percutaneous coronary intervention (pci) was attempted. It was difficult to insert a guiding catheter. While attempting to insert the guiding catheter, blood flow was regained, no pci was placed. Pcps was removed on postoperative day (pod) 1. The annulus area was 476.0 mm2. Information regarding the degree of valvular calcification was not provided. The valve remains deployed in the patient and will not be returned for evaluation.